Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient; therefore, a device evaluation will not be performed. Pre-planning and computed tomography imaging studies have been received for further evaluation by a clinical specialist. A follow-up report will be submitted upon completion of clinical analysis. H3 other text : device remains implanted.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2026 with a with the implant of an alto abdominal stent graft system. It was reported that a type ia endoleak was noticed on final angiogram. The graft was ballooned right after the 14 minute mark; however, the ballooning took quite some time due to alleged irregular calcifications. The physician elected to not repair the type ia endoleak at this time and see if it resolves itself. Patient will be monitored.